Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ luer-lok syringe 60 ml was found leaking during use. No report of injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: complaint trending review of this lot and or product family for this issue reveals 1 complaint. Zero samples or photos were received in the columbus plant for evaluation therefore failure mode could not be confirmed. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this product was ran on 860#2 bulk, at bulk process there were 8 inspections on 400 parts with zero defects found. At print/ assy there were 7 inspections on 350 parts with zero defects found. Investigation comments: no sample given to confirm. Other actions taken leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Investigation comments: no sample given to confirm. Root cause description: root cause is undetermined. DHR- this product was ran on 860#2 bulk, at bulk process there were 8 inspections on 400 parts with zero defects found. At print/ assy there were 7 inspections on 350 parts with zero defects found.